Manufacturer narrative:
The technician found the brake/steer linkage was not engaging the head end casters. He tightened all of the bolts on the brake/steer linkage and the brakes functioned properly.

Event description:
Information received indicates when the brakes were engaged the head end brake casters did not hold.